Event description:
It was reported that the pump felt hot to touch very quickly. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.